Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedance measurements greater than 125 ohms on this right ventricular (rv) lead . The patient's physician did not feel that the out of range measurements were due to a connection issue as the shock impedance measurements were high at implant and was aware of the situation; the lead is a single coil lead. The ICD and lead remain implanted and in service. The patient will be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.